Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer stated he has some blood sugar and was low in the middle of the night and at 2 to 5 am had high blood sugar of 350 mg/dl and gave a bolus of 4 units. The customer feels he knows how to use the pump and it is just getting the setting right for him.